Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information was not crossing to the server or to any devices. The customer reported that a patient who arrived during downtime could not be seen on the es server or es devices. Users received the error message "patient information not crossing, medication not crossing." The user stated that although the patient was admitted, scanning the patient did not display patient or medication information on the pyxis devices. Multiple users were experiencing the same issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.